Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the organic light-emitting diode (oled) screen was discolored. Evaluation noted that the handle was received with a fully depleted battery. The handle was removed from the charger but it did not initialize. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. This would prevent the handle from charging. The handle was opened up and both battery cells were found to be vented. It was reported that pre-operatively, a battery error message occurred with the handle while on the charger. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, a battery error message occurred with the handle while on the charger. The device was replaced by another handle of the same type. There was no patient involved. Medtronic's initial evaluation of the incident device was found the handle was opened up and both battery cells were found to be vented.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the organic light-emitting diode (oled) screen was discolored. Functionally, the handle was received with a fully depleted battery. The handle was removed from the charger but it did not initialize. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. This would prevent the handle from charging. The handle was opened up and both battery cells were found to be vented. It was reported that a battery error message occurred with the handle while on the charger. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.